Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the locking components were damaged. Device was inspected, and repaired by replacing a few components.

Event description:
Customer reported that there was a fault in the locking system of the part, it operates in two positions and it does not block the piece. It generated overheating. This is 1 of 1 report for event # (B)(4)